Event description:
It was reported that intermittent audio output occurred. Data was evaluated and the allegation was not confirmed. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).